Event description:
It was reported that the injection flow rate was set for 1.5cc/sec and the injection site was the antecubital fossa. After injecting the entire 150ml of contrast, the technologist noticed a lack of contrast in the first computerized tomography (CT) images. The contrast had extravasated and leaked to the folds of the skin behind the pt's elbow. There was no raised bump or any signs of extravasation directly beneath the eda patch. The CT scan was performed as a non-contrast exam. Pt was treated with widase, cold packs were applied to the injection site and the pt's arm was elevated.